Manufacturer narrative:
Date of event, when pain started unknown. Device is not distributed in the united states, but is similar to device marketed in the USA the investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4) - manufacturing date: 07 november 2012, expiry date: 01 october 2022. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had an operation 1 and a half year ago. Suddenly the patient felt pain on his hip and came to the hospital to check his hip. When he took x-ray, found that pfna2 implant was broken inside the bone. Patient has rheumatoid arthritis. The patient usually came to hospital to remove the implant after 8-12 months. But the patient didn't visit the hospital and he came to hospital when he felt pain on his hip. Delay in surgery: 120 min. Patient outcome implant removed and patient had hip arthroplasty surgery. Patient's condition is now stable. The patient has no infection, the breakage didn't occured close to a screw hole but close to a blade hole. The blade was inside of the nail, but not broken, just found scratched. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: revision surgery due to implant breakage. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the breakage of the proximal femoral nail anti-rotation-ii (pfna-ii) nail occurred at the proximal locking bore (lead-through for the spiral blade). Partly the pfna-ii nail shows some discoloration of the anodic layer. The mechanical damage on the lower broken part probably was caused during removal surgery. The aqua anodized pfna-ii nail is made of titanium ti6al7nb alloy. The examination of the raw-material testing certificates and the manufacturing papers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the pfna-ii nail is in compliance with the international standards iso (B)(4) and (B)(4) for surgical implants made of ti6al7nb alloy. The dimensions of the cannulated pfna-ii nail (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawings and ao/asif specifications. It is likely, that the discoloration is caused from rubbing against each other of the nail and the bone and is a sign of instability and high dynamic loads. Based on the provided information and on our investigation we assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. Neither a product nor a material related fault was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.